Event description:
It was reported that two screwdrivers broke off during the case.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Correction: please refer to d9, the product was not returned for evaluation. The reported event could not be confirmed, since the affected device was not returned, and no other evidence was shared for evaluation. A device inspection was not possible since the affected device was not returned, and no other evidence was provided for investigation. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. No corrective actions are required currently. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available to determine the root cause of the issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that two screwdrivers broke off during the case. Surgeon had to spend quite some time ensuring no metal shards were left in the patient.